Event description:
It was reported that post-implant, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were made. The patient was fine. However, pptwos continued on (B)(6) 2017. Programming changes were discussed. No further information was reported.

Event description:
New information noted that the asymptomatic patient presented remotely via merlin.net transmission. It was noted that the device continued to exhibit pptwos. Programming changes were made on 02/12/2018.